Manufacturer narrative:
Review of the device history record indicates that the procedures were properly followed for this case. Visual inspection of the surgical guide the doctor sent back revealed that sleeve for implant site #30 was loose and could be popped out of its slot. Furthermore, it was determined that there was insufficient acrylic coverage on distal side of #30. This is inherent to the patient morphology and difficult nature of this case. Residue material on the side of the sleeves indicate that sleeve support material (ssm) was used in guide fabrication to help stabilize the sleeves in place. Review of the digital guide mold and the final plan showed that sleeve retention issue/lack of acrylic coverage is caused by implant being placed very close to tooth #31. The implant placement is at the discretion of the doctor. Digital measurements indicate that there is enough space (greater than 0.5 mm) between the sleeve and the adjacent tooth to use c-sleeve retention component (c-src). However, the surgical guide for this case was fabricated on 09/18/2015 and src's for nobel sleeves were not released until 09/29/2015. Upon further clarification with the doctor, he mentioned that he had used another handpiece to perform the tissue punch through the sleeves of the guide. Possible torquing or stress imposed on the guide during the tissue punch process may have fractured the ssm applied on the sleeves.

Event description:
Doctor reported the guide fit fine in the patient's mouth. He performed a tissue punch on site #29 and then on site #30. After performing tissue punch on site #30, the doctor noticed that both sleeves were loose, he noticed sleeve #30 was more loose. Doctor aborted the surgery and closed up the patient.